Event description:
It was reported the unit needed repaired. Timing of event was unknown. This unit was returned from loaner usage, and it was noticed that the comb could use replacement. The investigation revealed that the comb was bent. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device has not previously been returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.